Manufacturer narrative:
Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked belt clip slot. No black splotches on screen noted.

Event description:
It was reported that the customer had splotches of black on his screen. Customer's blood glucose level was 164 mg/dl. Customer was advised to disconnect from the pump. Customer can see the black fluid from the screen. Customer does not know how it happened. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.